Event description:
The pump was returned for investigation. Investigation revealed that the display was blank and battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was powered on and the display is blank. Opened the pump case and found the oled cracked/damaged. Replaced the damaged oled with the test display which is clear and legible. There was a crack along the battery compartment extending from the threads to the case seal. (B)(6).